Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found air bubbles in the reservoir compartment of the insulin pump. The pt's blood glucose level was unk. The customer was assisted with troubleshooting and was advised that the reservoir and infusion sets needed to be changed. The customer's phone line was disconnected. No further info provided.